Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00498. Bernica, j., elhanafi, s., kalakota, n., jia, y., dodoo, c., dwivedi, a.,¿othman, m. (2018) cholangioscopy in elderly is safe and feasible. Clinical gastroenterology and hepatology, 16, 1293-1299. Https://doi.org/10.1016/j.cgh.2018.02.032

Event description:
Olympus received literature titled, "cholangioscopy in elderly is safe and feasible." The purpose of the retrospective study was to evaluate the safety and feasibility of ercp in elderly patients at three tertiary referral hospitals between march 2012 and (B)(6) 2015 (specific dates varying by center). The cohort was divided into three groups: patients under 65 years old (group 1), patients aged 65 to 75 (group 2), and patients above 75 years old (group 3). It was reported that one patient in group 2 and one patient in group 3 experienced perforation. Additional information is unavailable at this time.

Manufacturer narrative:
This supplemental report is to provide additional information based on the legal manufacturer¿s investigation. To date, no device returned to olympus, no serial number provided, and no additional information provided by the author despite of multiple attempts made to obtain specific information regarding the reported adverse events. The legal manufacturer indicated that since there was no specific serial number provided no DHR review performed. In addition, the legal manufacturer indicated that the article did not report any device malfunction on the device; there is no evidence to show the association of the device to the reported adverse events, as they only shipped devices that passed inspection. Therefore, the exact cause of the reported adverse events cannot be conclusively determined and other contributory factors other than device malfunction could not be ruled out as a contributing factor.